Event description:
On (B) (6) 2009, the pt reported she was admitted to the hospital yesterday as a result of elevated blood glucose readings. She said on (B) (6) 2009, she awoke with a reading of 455 mg/dl. She said, she felt thirsty and had a fruity taste in her mouth and treated her symptoms by programming a 4.0 unit bolus of insulin via her infusion device. At 5:30 pm, her reading was "hi" and she programmed a 6.0 unit bolus and changed her basal rate from 0.7 u/h to 0.9 u/h. At 6:36 pm, her reading was 584 mg/dl and at 7:30pm it was 546 mg/dl. At 8:30 her reading was still elevated so she programmed another 3.0 unit of insulin. On (B) (6) 2009 at 6:30 am, she went to the hospital and her blood glucose was 386 mg/dl. She was disconnected from her infusion device, given IV fluids and put on an insulin drip. This morning at 2 am she was taken off the insulin drip but was not reconnected to her infusion device. At 6:20 am, her reading was 66 mg/dl. She ate breakfast and her current reading is 387 mg/dl which she treated by delivering 15 units of insulin via syringe. She stated that prior to the report, she turned her infusion device on and it displayed an e4 (occlusion) error which was not previously displayed. She was assisted with successfully clearing the error. Courtesy infusion sets and cartridges wee sent to the pt. She stated, she was released from the hospital today and was told to remain on insulin injection therapy until (B) (6) 2010. On (B) (6) 2010, the pt stated her blood glucose elevated into the 400s mg/dl today. Her device has not given any error messages but she does not believe it is properly working. The infusion set and infusion device were replaced and requested to be returned for evaluation.